Event description:
It was reported that power trialysis was placed via the right internal jugular vein on (B)(6) 2019. On (B)(6) 2019, because the catheter was found to have moved slightly, the catheter tubing was secured directly with a suture. On (B)(6) 2019, the dressing near the insertion site was wet, and leakage of the infusion was found from the catheter. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter was unconfirmed since the reported event could not be replicated. One 15cm x 12 fr powertrialysis catheter was returned for investigation. The catheter exhibited evidence of use. One suture was tied through one of the holes in the rotatable suture wing. Non-vad injection caps had been attached to the connectors. Another suture was tied around the catheter 0.96¿ distal to the bifurcation. The distal half of the bifurcation and the catheter material between the bifurcation and the suture were discolored yellow. A functional test revealed no leak or breach in any part of the catheter when the lumens were pressurized with fluid. No air was able to enter through the catheter. Since a breach could not be identified in the catheter, the device does not appear to be the cause of the reported event. It was reported that the catheter moved slightly, which may have been a contributing factor to the reported wet dressing, but no leaks or breaches were identified in any part of the catheter. The instructions for use (IFU) state, ¿when placing the catheter, use the removable suture wing to minimize movement at the exit site.¿ the removable suture wing was not attached to the returned catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that power trialysis was placed via the right internal jugular vein on (B)(6) 2019. On (B)(6) 2019, because the catheter was found to have moved slightly, the catheter tubing was secured directly with a suture. On (B)(6) 2019, the dressing near the insertion site was wet, and leakage of the infusion was found from the catheter. There was no reported patient injury.